Event description:
Two reports descriptions were received with complaint # (B)(4) concerning a fractured tip on a courier guidewire: (B)(6) contacted technical services to initiate the report for a courier wire that broke off during the implant process. A portion will be left in the vein and the other part will be returned for analysis. (B)(6) was in the case and will contact technical services to provide further information. (B)(6) indicated it was pretty normal use. The physician was using an aim sl and direct sl ii. They were pushing the led forward and it prolapsed a little at the end. It appears to start shearing and when they pulled the wire back a few centimeters broke off. They will be returning the portion of the wire with images to returned goods for investigation.

Manufacturer narrative:
A review of manufacturing records showed that the device was manufactured to specification. Results do not indicate any areas of concern relating to the strength of the wire. No further investigation is possible at present as the wire has yet to be returned.